Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided; therefore review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The 510k number is unknown as the model and lot number were not provided in the journal article.

Event description:
It was reported that a (B)(6) male presented with chronic chest pain. Comorbidities included congenital septal defect, severe aortic regurgitation and ¿cardiac function capacity ii¿. The patient underwent an aortic valve replacement and temporary pacemaker insertion. Post-op day 1 a swan ganz catheter was placed via the jugular vein. After an unknown period of time, attempts were made to withdraw the catheter without success. Chest x-ray revealed a 6mm knot in the catheter. A delivery sheath was deployed into the superior vena cava. The knotted swan ganz catheter was re-captured by the end-hole catheter and a snare. No patient complications were documented. This information was documented in the journal of anaesthesiology intensive therapy published online 10-27-2016.